Event description:
A caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for performing a pump reset and guided the caller through the process. After resetting the pump, the error was not displayed again. The caller was advised to wait 20 minutes before starting their sensor session and acknowledged this advice.